Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) the doppler for the cardiosave intra-aortic balloon pump (iabp) experienced a failure and was observed to be non functional. The iabp unit is a sales demo that is not used on patients, thus; there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The stm that discovered the issue installed a new doppler then completed the scheduled pm. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) the doppler for the cardiosave intra-aortic balloon pump (iabp) experienced a failure and was observed to be non functional. The iabp unit is a sales demo that is not used on patients, thus; there was no patient involvement, and no adverse event was reported.